Event description:
It was reported that intermittent occlusion alarms occurred. The end of october the customer's blood glucose (bg) level reached about 500 mg/dl. The customer addressed the elevated bg by a correction bolus via the pump. The customer changed the infusion set and cartridge, and then resumed insulin therapy.